Event description:
Senseonics was made aware of an incident where user experienced hyperglycemic episode.user experienced nausea and fatigue.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
User reported a hyperglycemia event which happened on 18-nov-2024. The user experienced symptoms such as nausea and fatigue. Multiple attempts were made to contact the user to collect additional information, but no response was received. Thus, no confirmation or further investigation of the complaint was possible. B4.date of this report 29 sept 2025. G3.date received by the manufacturer? 29 sept 2025. H6. Type of investigation updated to 4119. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 67.